Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation for a pulsed field ablation procedure, a farawave catheter was selected for use. Upon opening the device, the fluid flush port was noted to be broken. A fluid leak was noted. The catheter was replaced, and the procedure was completed without any patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection revealed the strain relief was detached from the luer. The flow test and leak test were not possible to performed because the strain relief/luer was separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief.

Event description:
During preparation for a pulsed field ablation procedure, a farawave catheter was selected for use. Upon opening the device, the fluid flush port was noted to be broken. A fluid leak was noted. The catheter was replaced, and the procedure was completed without any patient complications. The catheter is expected to be returned for analysis.